Event description:
It was reported that, the patient experienced an occlusion alert while making a meal announcement, which progressed to approximately 40% before the alert occurred. The patient stated that supplies had already been replaced and reported a current blood glucose level of 207 mg/dl. The patient was advised not to make another meal announcement and was informed that the correction algorithm would deliver additional insulin as needed. The patient indicated satisfaction with the guidance and planned to call back if blood glucose levels did not trend downward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.